Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, the pump was reset, the customer corrected the time and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.